Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2015-02805. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access sheath (was) was selected for use. While positioning the was in the laa, the distal part of the sheath was kinked. The was replaced with another of the same device. A watchman delivery system (wds) was then advanced via the second was. This device was recaptured and removed after two attempts to deploy; the position of the device was unacceptable. It was further noted that during use of the second was and the wds, a slight pericardial effusion was discovered at the left appendage level. No intervention was performed; however, the procedure was not completed due to the pericardial effusion and the challenging "chickenwing" anatomy which resulted in positioning difficulties. No further patient complications were reported and the patient's status is stable.